Manufacturer narrative:
Received 1 used medium arcticgel pad kit with the original unit packaging. The reported issue was unconfirmed as the product was found within specification. The pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled, covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and pad was found completely sealed, the energy connectors were found damaged, it was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. The flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that an alert 02 (low flow) was received. Per troubleshooting, the complainant disconnected and reconnected the pads but the flow rate did not increase. The complainant was advised to put the device in manual mode and check the ip. With only the fluid delivery line in place, the device was found to be within specification. The chest pads were added individually, and none were within specification (left chest ip -3.9, cp 100%, fr 1.8l/pm, right chest ip -2.8, cp 100%, fr 1.4l/pm). The complainant was advised to try another device with the same set of pads to see if the new device corrected the issue; however, per follow up, the complainant noted that the pads were the issue and a new set of pads were connected to deliver therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alert 02 (low flow) was received. Per troubleshooting, the complainant disconnected and reconnected the pads but the flow rate did not increase. The complainant was advised to put the device in manual mode and check the ip. With only the fluid delivery line in place, the device was found to be within specification. The chest pads were added individually, and none were within specification (left chest ip -3.9, cp 100%, fr 1.8l/pm, right chest ip -2.8, cp 100%, fr 1.4l/pm). The complainant was advised to try another device with the same set of pads to see if the new device corrected the issue; however, per follow up, the complainant noted that the pads were the issue and a new set of pads were connected to deliver therapy.